Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the tip assembly was detached and was not returned with the device. Microscope inspection revealed that the guidewire exit port was torn from this section to the detached section of the tip.

Event description:
Reportable based on device analysis completed on 11 dec 2024. It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the proximal left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the catheter tip end was twined. The procedure was completed with another of the same device. The patients condition following the procedure was stable, and no patient complications were reported. However, device analysis revealed that the tip assembly was detached.